Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. The patient reported that on two separate dates, an unspecified date in (B)(6) 2013, the same event occurred. The patient experienced the symptom of seizure and she passed out. While symptomatic, the patient obtained the blood glucose reading of ¿in the 60¿s mg/dl¿ on the reported meter. The patient took no actions, and was taken to the emergency room. The emergency room staff tested the patient¿s blood glucose level to be ¿in the 20¿s mg/dl¿ and she was treated with a glucagon injection. The patient manages her diabetes with set doses of insulin. Troubleshooting revealed the patient¿s test strips were in good condition and within opened expiration dating. Although the patient¿s symptoms began prior to the meter issue, this complaint is being reported as the patient suffered symptoms and blood glucose levels suggesting severe hypoglycemia while using the meter, and received emergency medical attention and treatment with glucagon.

Manufacturer narrative:
Meter serial #: not provided. Test strip lot#: not provided.